Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was being performed on a 90% stenosed lesion, with a length of 20 mm and a diameter of 3.00 mm, in the left anterior descending artery (lad). A 3.00 x 20 synergy stent was advanced to the target lesion and a proximal distal edge dissection was noticed. Another stent was deployed to cover the edge dissection. The procedure was completed with a different device and the patient was reported to be stable.